Event description:
A malfunction alarm, identified as malf 12, was reported. The customer's blood glucose level did not exceed 500 mg/dl, thus there was no adverse impact on the blood glucose level. Tandem technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which they acknowledged and understood.